Manufacturer narrative:
The referenced report of previous pump exchange due to suspected pump thrombus is covered under medwatch MFR#2916596-2015-01773. (B)(4). Approximate age of device - 1 year, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 for suspected pump thrombosis. The patient had an elevated lactate dehydrogenase (ldh), dark urine, and increased fluid retention. At admission, the patient had an inr of 2.4; however, a day prior to admission the inr was 2.1. The patient was started on bivalirudin; however, the treatment did not decrease the patient's ldh to an acceptable range. A ramp echocardiogram performed demonstrated the inability to close the aortic valve or decompress the left ventricle with increased pump speed. On (B)(6) 2016, the patient underwent a pump exchange. It was reported that no thrombus was seen in the pump upon explant. It was reported that the patient did not have a known history of coagulopathy; however, the patient previously underwent a pump exchange due to device thrombosis.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of suspected device thrombosis. Upon disassembly of the returned device, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked evidence of laminated layering, suggesting that it did not initially form in the outlet stator; however, the thrombus revealed areas of denaturation, indicating that it was present while the pump was operating. The specific origin of the thrombus and duration of time for which it was present in the pump could not be conclusively determined. The observed thrombus formation was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received from an sus voluntary report stating: "a heartmate ii lvad pt, admitted with an elevated ldh of 1535 on (B)(6) 2016. Pt therapeutic on coumadin with inr range of 2.5-3.5. On both aspirin and plavix for antiplatelet therapy. A bivalirudin gtt was started which prompted the ldh to decrease to 1080 on (B)(6) 2016 after which the ldh started to rise again. Ramp echo performed on (B)(6) 2016 during which we were unable to close the aov or decompress the lv with a speed ramp from 8800 rpm to 10400 rpm cardiac morphology CT performed on (B)(6) 2016 which was not able to identify a thrombus in either of the cannulas. The decision was made to performed a lvad pump exchange. The pt was taken to the operating room on (B)(6) 2016 for the pump exchange. During the operating room case, the surgeon was not able to visualize in the inlet portion of the pump; however, the final determination of this will be available after st. Jude medical evaluates the pump that was sent back to them. The pt did well in surgery and recovered well enough to discharge to home on (B)(6) 2016."